Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that irrigation and debridement was performed with a poly exchange to treat patient's infected total left knee.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. The provided medical information was submitted to a consulting clinician who indicated: "based upon the information available for review, this periprosthetic total knee arthroplasty revision infection was not related to factors of component design, manufacturing or materials." Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot or sterile lot referenced. The provided medical information was submitted to a consulting clinician who confirmed infection but it was not related to factors of component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that irrigation and debridement was performed with a poly exchange to treat patient's infected total left knee.